Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three reloads. The visual inspection of the returned product noted the reloads were partially fired to the 3cm cut line. Pmv performed functional testing which included the reloads were loaded into a pmv instrument for functional evaluation. One of the anvils could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reloads were applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circum-stances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be diffi-cult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vats, during transection, the device was unable to fire, unable to squeeze the handle, incomplete staple line, poor staple formation, also there was an additional 30 minutes or more during surgery. To resolved the issue and complete the case they manually suture the patient. Laparoscopic procedure converted to thoracotomy (open) due to device problem there was an extension of 3 hours of hospitalization. Also there was unanticipated tissue loss and damaged permanent as a result of the problem. Incision was extended more than 1 inch (2.54cm). There will be an additional operation performed to correct the issue no update about the patients status.